Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 3-december-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The customer removed the tight nut from the prefilter tubing, reconnected it, and secured the prefilter tubing without leaks. The g7 instrument is operational. No further action is required by field service. The most probable cause for a fluid leak on top of the filter housing after the filter was changed was the tubing was pull out of the male ferrule.

Event description:
On (B)(6) 2015, a customer reported there was a fluid leak on top of the filter housing after the filter was changed on the g7 instrument. The customer noted that she replaced the filter which was installed properly but was not able to turn the inlet tubing's connector to tighten. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.